Manufacturer narrative:
(B)(4): device not available for evaluation.

Event description:
It was reported that the recipient experienced warm sensation with external device use. No serious injury has occurred . It was also reported that the device is not available for analysis